Event description:
It was reported that the system monitor had a "cryptic display communication" on the history screen. The system monitor was restarted, but the issue persisted; the system monitor was exchanged.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of an atypical display on the system monitor history screen was confirmed via the submitted photo; however, the issue was not reproduced during testing. The submitted photo showed a portion of the system controller event history on the system monitor "history" screen. The photo showed three ¿power c¿ events in the event history. No other atypical events were displayed in the event history. The system monitor (serial number: (B)(6) was returned to the european distribution center (edc) for evaluation. The system monitor was functionally tested and was found to function as intended during analysis. A full functional checkout was performed and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on (B)(6) 2017. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU under section 4 ¿system monitor¿. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.